Event description:
It was reported that the implant was working normally until this morning at her school. When the pt was sitting for an exam, she heard one "pop" sound. After that "pop", she could not hear anymore with her device. The pt and her mother reported there wasn't anything special before the hearing was gone. No swelling/wound was found at the proximity of the implant site. Testing showed that the device has malfunctioned. The function of the pt's tempo+ speech processor was verified and it is fully functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.